Event description:
Patient was treated using focused ultrasound on the right side to treat a left-hand essential tremor. 30 minutes after the patient came off the mr table, the patient experienced a grand mal seizure. During inpatient stay, patient had a chest CT where it was found that patient had a pulmonary embolism.

Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized. The patient previously had a seizure secondary to brain infection (after the dbs placement), and because of this, the chances of having a second seizure are much higher. In the information for prescribers, it is listed that "prolonged immobilization may lead to increased risk of deep venous thrombosis (dvt) or pulmonary embolism (pe). To avoid this, the patient should be wearing thromboembolic stockings (teds), also referred to as "anti-embolism" stockings through the entire procedure time in the MRI." In this case, patient was not wearing teds at the time of treatment and developed pulmonary right after. We can speculate that the pulmonary thromboembolism may have triggered this second seizure as it can cause acute hypoxia. This grand mal seizure is most likely not permanent and the pe sequalae could be permanent damage, but that has not been determined yet. This grand mal seizure is not treatment or device related. The pe is not device related but is likely procedure related due to long immobilization. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.